Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after tummy tuck procedure, the patient came in for a visit post surgery and had a mild bruising and complained of leg pain. Upon inspection, the physician could see what bruising looked liked at the sight of the grounding pad. The patient complained of a charlie horse type of pain and has been limping. Patient also experience pain and discomfort.